Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
The device was returned for investigation on 02/03/2025. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Please note, this is the third supplemental report for manufacturer report number 0002936485-2024-00842. The previous supplemental report submitted for manufacturer report number 0002936485-2024-00842 was the second supplemental report. The product has now been physically received at stryker endoscopy, USA. Investigation as follows is based on product received. Alleged failure: the probe went straight into continuous operation and could no longer be switched off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to a fluid ingress reaching the pcb board due to (a loose/damaged of the suction tubing). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.